Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the drill. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that upon evaluation of the broken bur and the associated attachment (5400300000,(B)(4) ), it was noted that the driveshaft assembly was corroded which can potentially cause the bur to break.

Event description:
It was reported that during a surgical procedure, the bur broke in the drill. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.